Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. No motor error alarm or no excessive no delivery alarm during testing. Also, the insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error and off no power alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her pump shut off and alarmed no power and motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there were more than one motor position encoder error alarms in the last 30 days. The customer stated that she did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.